Event description:
A report was received that the pt was explanted due to infection. The pt's symptoms were redness and not feeling well. The physician prescribed oral and IV antibiotics to the pt.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.